Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported thin flaps measured. Additional information received states that a vertical gas breakthrough and the flap felt thin but pachemetry was not performed intraoperatively.

Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. During an onsite visit, the fse (field service engineer) measured thickness throughout the morning. The energy was consistent and all cuts were in specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy, and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. Contributing factors for the vertical gas breakthrough can be attributed to the patient¿s past history of a sterile infiltrate that might have led to a weakening in the bowman¿s membrane. Vgb is more likely in these corneas. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).